Event description:
A patient contacted global technical service (gts) regarding a high drain 104/call peritoneal dialysis (pd) nurse alarm (indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) after use. The patient stated they received the alarm when the hc was turned on. The initial drain volume equaled 1ml. The recovered initial drain volume equaled 1ml. The last fill volume equaled 8ml. The total fill volume equaled 9626ml. The total drain volume equaled 12248ml. The average dwell time was one hour and sixteen minutes. The average drain time was thirty minutes. The total ultrafiltration (uf) equaled 2622ml. The cycle 4 uf equaled 3352ml, the cycle 3 uf equaled -129ml, the cycle 2 uf equaled -302ml, and the cycle 1 uf equaled -299ml. There were no cycles bypassed, and a manual drain was not performed. There was no change in the therapy. The technical service representative (tsr) determined that the hp was using two 4.25% solution bags. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported high drain 104 alarm and drain volume of 5832ml. The rn stated she was aware of the alarm and drain volume; however, she did not believe that drain volume was correct. The rn stated there was no patient injury or medical intervention associated with this event and that the patient has been continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device (and concomitant medical product) was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined due to additional therapies being performed thus overwriting the event log.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Correction: a concomitant product was not returned or evaluated as previously reported.